Manufacturer narrative:
(B)(4). Date of event: unknown as information was not provided. Lot#: unknown as information was not provided. Catalog#: unknown but refered to as a cook gunther tulip filter. Expiration date: unknown as lot# is unknown. (B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2010." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
This additional information was received on 02/10/2017 as follows: the patient allegedly received device implant on (B)(6) 2010 due to dvts. The patient then allegedly had a removal procedure performed on (B)(6) 2015 via a percutaneous right jugular approach because the "filter was no longer necessary." Patient allegedly claims that the retrieval was unsuccessful. Patient is alleging filter tilt and that the device is unable to be retrieved.

Manufacturer narrative:
(B)(4) . Catalog#: unknown but refered to as a cook gunther tulip filter. Expiration date: unknown as lot# is unknown. Mfg date: unknown as lot# is unknown. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2010." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.